Event description:
It was reported that the pt had a catheter revision; the reason for the revision was not reported. The physician revised the distal section of the intrathecal catheter. The pt received an overdose of medication when the catheter was primed using the total catheter volume rather than just the volume for the partial segment at approx 10 am. The dosage of medication given was 290 mcg resulting in an overdose of 179.56 mcg. The pt was lethargic and was admitted to the hospital. The pt's symptoms were starting to improve. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.